Manufacturer narrative:
Conclusion / root cause: the power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
During service, the manufacturer's field service engineer reported the device went vent inop with a post timer/24v failure. There wasn't any patient involvement.

Event description:
During service, the manufacturer's field service engineer reported the device went vent inop with a post timer/24v failure. There wasn't any patient involvement.